Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient is not feeling any stimulation or getting any pain relief. Rep has done exhaustive programming with patient, trying both high density and low density settings to get pain relief and paresthesia sensation. Patient had their ins changed out to a new ins on (B)(6) and has not had pain relief since this time. The patient had been using high density settings since ins change out but rep has been trying low density programming today as well with no resolution. Rep has been able to max out current to 25ma today without patient feeling anything. Rep has not tried higher rates yet 1000 or 1200hz. Coming into the ins change out the patient was getting coverage through it notable that. Patient does feel some tightening at times while rep has been trying to program him but patient does not really feel any paresthesia. They did an x-ray and discovered leads were peripheral in si region. Continued to try appropriate programming to minimal effect. Additional information was received from the manufacturing representative (rep).it was reported that patient cannot feel stimulation at high density and low density. Contact 5 is >40 k, but that is not used in programming. Other impedances are fine. There are no alerts on the tablet, no out of regulation (oor). Additional information was received from the manufacturing representative (rep). It was reported that once they replaced the battery on (B)(6), the patient was having issues post-op where he could not get paresthesia perception with the exception of a couple moments where the patient thought they felt it on their side. Rep stated he ran impedance and said they were between 900-1000 ohms sans the 0 & 5 contact. Rep stated that when the ins was first replaced the rep tried different programming from what was in the previous ins but had the aforementioned issues so he reproduced programming from previous device. Previous programming was 3 programs with mostly cathodes and some anodes. Rep noted he got out of regulation multiple times on (B)(6) right away when using the already mentioned open circuit and also when he got up to around 20ma when not suing the open circuit. No further patient symptoms or complications were reported in this event. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), product type: lead. Product ID: 3777-60, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that there was no lead movement, assumed they were epidural but they were in fact peripheral. The cause of the patient not feeling stimulation, lack of pain relief, oor, contact > 50k and tightness was not determined. The patient was programmed and the rep will follow up. It is unknown if the reported issues were resolved. The information has been confirmed by physician/ account. No patient symptoms or complications were reported in this event.